Event description:
It was reported that guidewire coating issue occurred. The occluded target lesion was located in a vessel in the leg. A 035/260 amplatz super stiff guidewire was selected for use. However, it was noticed that the guidewire seemed to be irregular and would not allow balloon to track over it. When looked at closely, it seemed to have texture to it and actual fraying to the wire. The procedure was completed with another device. There were no patient complications nor injuries reported.